Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hyperglycemia while using the ilet system, with a fingerstick blood glucose of 362 mg/dl and elevated readings on a continuous glucose monitoring app; tubing patency was confirmed, the infusion site was replaced, and insulin delivery was resumed, after which blood glucose decreased to 157 mg/dl. Symptoms included elevated blood glucose. Outcomes included return of glucose toward target without need for medical intervention. Investigation included product troubleshooting with verification of insulin flow through tubing and site replacement, as well as user education on data entry and ongoing monitoring. Investigation of this case revealed no device alarms, successful insulin delivery after site change, and resolution of the high glucose. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended following the site intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.